Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Medical device problem code: code 2017 clarifier- failure to follow steps / instructions the additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a bilateral arteriotomy closure of the highly calcified left common femoral artery with a prostyle device using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, during deployment of the first prostyle device in the lcfa, the prostyle did not deploy correctly since the plunger was removed before depressing the plunger. The sutures of two additional prostyle were successfully pre-placed in the lcfa. The sheath was upsized to a 14f, and the evar procedure was completed. The first and second prostyle knots were advances and tightened (worked as intended); however, hemostasis was not achieved due to the calcification. A cutdown and surgical suturing was performed to achieve hemostasis. The sutures were removed during the cut-down. Additionally, two prostyle sutures were pre-placed in the highly calcified right common femoral artery using the pre-close technique via an 8f sheath hole. The sheath was upsized to a 16f, and the evar procedure was completed. Reportedly, post procedure, during knot advancement of the fist preplaced prostyle suture, the suture was pulled too hard, and a suture break occurred. The suture of one new prostyle device was successfully pre-placed. The knot was advanced and tightened as intended; but hemostasis was achieved. An additionally prostyle device suture was deployed in the rcfa post interventional procedure. The knot was then advanced and tightened as intended but hemostasis was not achieved due to the calcification. A cut-down and surgical suturing was performed to achieve hemostasis. The sutures were removed during the cut-down. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database identified no similar incidents from this lot. Reportedly, the prostyle could not be successfully deployed because physician retracted the plunger before pressing number 2. It should be noted that the prostyle instructions for use, depress the plunger with the right thumb (in the direction marked #2) until you visually confirm collar of the plunger makes contact with the proximal end of the body. The physician is aware and reported the IFU deviation, therefore notification is not required. The reported difficulty appears to be related to the user error. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.